Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their two top front teeth chipped while wearing the aligners. These teeth were smoothed. They have stopped wearing the aligners and now they no longer fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.